Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited intermittent undersensing. The patient was asymptomatic and in stable condition. The patient will continue to be monitored.